Manufacturer narrative:
Testing and investigation found corrosion on the battery door and battery compartment of the device. The possible cause was due to leakage from the disposable batteries in the battery compartment of the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing the device was found to have corrosion in the battery compartment. There were no reports of adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.